Event description:
It was reported that the lead exhibited oversensing of noise, high thresholds and an impedance issue. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 3.0cm was returned for analysis. The damage found was sustained during the surgical procedure. Without return of the entire lead a complete analysis could not be performed.